Event description:
It was reported that the consumer was unable to operate needle with a bd pen ndl 32g 4mm hp. The following information was provided by the initial reporter, translated from french to english: pharmacist had a patient who could not fix the bd pro needle, found them less stable and had to throw several needles out of a box.

Manufacturer narrative:
H.6. Investigation summary: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Based on no sample, the complaint could not be confirmed. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the consumer was unable to operate needle with a bd pen ndl 32g 4mm hp. The following information was provided by the initial reporter, translated from (B)(6) to english: pharmacist had a patient who could not fix the bd pro needle, found them less stable and had to throw several needles out of a box.